Manufacturer narrative:
Evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Performed infusion set and catheter tip tests. Conclusion: reservoir was not occluded.

Event description:
Customer reported a no delivery alarm. He did not know the blood glucose reading. He was advised to disconnect and reconnect the reservoir and tubing and then to manually push insulin slowly through the tubing with the plunger. He stated that insulin did exit. He stated that changing the reservoir did resolve the issue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).